Event description:
A patient reported experiencing inaccurate low results with an ot basic enhanced meter. The patient's blood glucose results were 124mg/dl, 179mg/dl. Tests were done less than 10 minutes apart with a difference of 22%. Patient did not experience any adverse events. No further information has been reported. In addition to the previous incident description the results were 124mg/dl (meter), 179mg/dl (lab) and that this is an accuracy test.